Event description:
It was reported that the patient experienced recurring incontinence after 10 years of his artificial urinary sphincter (aus) implant procedure. The physician suspects urethral atrophy. A revision surgery was performed to replace all the aus components; however, the urethra was perforated. Therefore, the re-implantation of the new aus was aborted. The patient is expected to fully recover from this perforated urethra.

Event description:
It was reported that the patient experienced recurring incontinence after 10 years of his artificial urinary sphincter (aus) implant procedure. The physician suspects urethral atrophy. A revision surgery was performed to replace all the aus components; however, the urethra was perforated. Therefore, the re-implantation of the new aus was aborted. The patient is expected to fully recover from this perforated urethra. A second re-implant surgery was performed on (B)(6) 2021 and a new aus was successfully implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.